Event description:
It was reported that egms showed noise on both leads. All therapies were aborted. The noise was still present with manipulation after new leads were implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device tested normal on the bench. Examination of the header revealed puncture marks on both the v-ring and v-tip septa. After placing the device in a container of saline and manipulating the header, noise was observed on the ventricular channel of the real-time egm. No noise was reproduced on the atrial channel. Polished marks were present on the ICD can, indicating a damaged lead which may have been the cause of the noise observed pr rior to explant.